Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for vtach when it occurred. They stated that there was no cns audible or visual alarms. When they went to full disclosure, he did see that the vtach alarm is there; however, you have to zoom in on the specific time on the waveform to see it coded in red. Without zooming in, they are not able to tell where the vtach alarm occurred because the waveform changes back from red to the original color when they zoom in at that time. The bme stated that the rns was also monitoring the telemetry transmitter that alarmed for the vtach incident and wants to understand why it alarmed on the rns and not at the cns. Nihon kohden clinical application specialist reviewed the information and stated that all clinical settings are correct on the cns and that vtach alarm stored correctly in the event list and the arrhythmia recall. Nothing indicates anything wrong in clinical settings. If the light is not blinking or there is no sound this is not an issue with the clinical settings but with the hardware. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for vtach when it occurred. They stated that there was no cns audible or visual alarms. When they went to full disclosure, he did see that the vtach alarm is there; however, you have to zoom in on the specific time on the waveform to see it coded in red. Without zooming in, they are not able to tell where the vtach alarm occurred because the waveform changes back from red to the original color when they zoom in at that time. The bme stated that the rns was also monitoring the telemetry transmitter that alarmed for the vtach incident and wants to understand why it alarmed on the rns and not at the cns. Nihon kohden clinical application specialist reviewed the information and stated that all clinical settings are correct on the cns and that vtach alarm stored correctly in the event list and the arrhythmia recall. Nothing indicates anything wrong in clinical settings. If the light is not blinking or there is no sound this is not an issue with the clinical settings but with the hardware. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for vtach. There were no cns audible or visual alarms. The vtach alarm was visible in full disclosure. No patient harm or injury was reported. Investigation summary: the user observed the alarm for this patient was detected and alarmed as appropriate on a remote monitor (rns). The customer wanted to understand why the cns did not alarm. The customer later reported that the issue was "resolved," but did not provide details on how it was resolved. There was insufficient information provided at the time of the event to determine a root cause. The arrhythmia analysis feature of the cns has well defined capabilities and limitations. These capabilities and limitations are outlined in the application guide (arrhythmia monitoring analysis ec1 application guide). In short, detection of arrhythmia events is dependent on factors that can vary with patient condition, signal quality, lead placement, alarm settings, alarm limits, etc. There is no indication that the device had malfunctioned. Service history for this serial number shows no subsequent reported events related to alarm.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for vtach. There were no cns audible or visual alarms. The vtach alarm was visible in full disclosure. No patient harm was reported.